Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the implantable neurostimulator (ins) ¿could not be fully charged¿ even though it was charged for along time. The recharger was replaced with a new one and charging was attempted; however, the charging amount was ¿recovered only to 50% and was not increased more afterwards.¿ review of the patient¿s ins records indicated the ins had overdischarged at one point in the past; the specific date was unknown. There were no external factors in particular expected to have led or contributed to the issue. It was noted that the ¿cause of the issue was unclear, but the physician suspected that the device had anomaly.¿ there were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that no interventions had been reported with the issue as of (B)(6) 2018 and that the cause of the ins not charging completely was ¿undetermined.¿ it was unknown when the overdischarge had occurred previously. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.